Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported events was traced to an issue with the centrimag motor. The centrimag pump was determined to be unrelated to the root cause of the reported event. The centrimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us centrimag blood pump IFU is currently available. The IFU contains the following warnings and precautions: IFU warming #10: frequent patient and device monitoring is recommended. IFU warning #12: do not operate the pump in the absence of forward flow. The temperature within the pump will rise and increased cellular damage and clotting may result. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a spare centrimag blood pump, back-up console, and equipment available for change out. The IFU also contains a section titled emergency pump replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that as the extracorporeal membrane oxygenation (ECMO) circuit was being transferred from bed to stretcher, the pump head motor started grinding and lost all flows. The backup console and pump head were set up and the defective pump head was clamped out and replaced with the backup. The backup pump head was placed in the backup motor and full flow was restored. Related MFR #s: 3003306248-2023-01377, 3003306248-2023-01376.

Manufacturer narrative:
E4: medwatch form # mw5115399, mw5115398 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag pump was making an unexpected sound and had a low flow alarm. The pump was swapped out.